Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information h3 - device evaluation by manufacturer - indicated "not returned to manufacturer" h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has not been returned as of 13 july 2021. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ny1-sp). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot number. From available information, it was not possible to determine exact root cause of tissue back pressure in this case. However, we confirmed the product was manufactured following validated manufacturing process, and there were not any nonconformities and deviations on the manufacturing records, especially for final inspection step of iol. Therefore, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Study patient (B)(6), study name: (B)(6). 1st eye incision size 1.8mm. When inserting the injector into caps. Bag surgeon felt a tissue back pressure. He simultaneously push the iol halfway into the tunnel. He decided to stop implant procedure and implanted back up iol. Increased incision size. Product replaced with another lens immediately during surgery. Patient health not impacted.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Note: hoya IFU precautions advise to avoid attempting to insert the lens forcibly through a too small incision. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Study patient (B)(6), study name: (B)(4). 1st eye incision size 1.8mm. When inserting the injector into caps. Bag surgeon felt a tissue back pressure. He simultaneously push the iol halfway into the tunnel. He decided to stop implant procedure and implanted back up iol. Increased incision size. Product replaced with another lens immediately during surgery. Patient health not impacted.